Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) was 49 mg/dl. Carbohydrates were consumed to address bg level. The pump supplies were changed and the customer resumed insulin therapy.